Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician removed two polyps. The first polyp was removed without issue; however, on the second polyp, it burned deeper than it should be. There was no change of cautery and no bleeding. The physician clipped the area where the polyp was removed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable at discharge.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.